Event description:
After the implantation surgery, x-ray imaging showed 6 electrodes located outside the cochlea. The user underwent a revision surgery to re-insert the active electrode; apparently everything went smoothly. The user has been activated and his response is clear, he is getting benefits from the device.

Manufacturer narrative:
Conclusion: based on the received information from the field, the device does not provide sufficient benefit due to a migration of the active electrode out of cochlea, as confirmed by post-operative diagnostic imaging. Re-insertion surgery was performed successfully. The device remains implanted and in use. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After the implantation surgery, x-ray imaging showed 6 electrodes located outside the cochlea. The user will undergo a revision surgery to re-insert the active electrode. No date has been scheduled yet.